Event description:
It was reported that the patient visited his surgeon (B)(6) because on (B)(6) of last year while deer hunting, he felt something "pop" in his hip. Several hours later, he felt pain and a burning sensation. Patient states that since then the burning sensation has never left and that he has a continuous "warm/fever" feeling on his hip. Patient is scheduled to have blood test for cobalt levels and MRI.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.